Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va1jej1, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator parkinson's dual. It was reported that following a lead positioning and implantable neurostimulator (ins) being connected to the active adaptor, abnormal impedances were measured. The adaptor was cleaned of any bodily fluids and was reconnected to the ins; however, the abnormal impedances persisted. It was also noted that "lead impedances were not measured solely as a measurement device was not prepared". The actions/interventions taken to resolve the event included connecting a new adaptor to the system; however the impedances persisted. The hcp decided to implant the system. No symptoms were reported and no further complications were reported/anticipated.